Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system behaved as expected, including appropriate alarm generation (e.g., low glucose, urgent low, glucose falling quickly), insulin delivery resuming after a completed cartridge and infusion set change, and sensor session activity. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to user-related contributing factors, including a delay in insulin delivery due to insulin depletion earlier in the day (alarm 34 - insulin, out of drug) and a subsequent supply change later in the afternoon. The user confirmed she did not pause insulin delivery and was unaware of the insulin suspension. The device resumed insulin delivery after the supply change, delivering multiple correction boluses prior to the hypoglycemic event. The user may have experienced a rapid glucose drop due to accumulated insulin activity and a lack of carbohydrate intake.

Event description:
On (B)(6) 2025 the user called and reported that on (B)(6) 2025 the user experienced a hypoglycemic event. The user reported losing consciousness. Emergency medical technicians (emts) responded and found her with a blood glucose (bg) level of 42 mg/dl. She had sustained a head injury from the fall and was treated on-site with two glucose gel packets. No hospitalization occurred, but emts monitored her due to the head wound.